Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the right ventricular (rv) lead exhibited placement difficulty and was easily dislodged. The catheter also displayed handling difficulty and could not find the ventricular septum effectively. The lead was removed and replaced. No patient complications have been reported as a result of this event.